Event description:
It was reported that a spectrum pump has multiple upstream occlusion messages in the history log. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the evaluation, the upstream sensor had cracks on the upstream sensor flex contact pins which can cause upstream occlusion alarms. The failed upstream sensor assembly was replaced. Additional information: crack.